Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in the field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2014-05458. The pt has two leads from the same lot. It was reported the pt has been receiving inadequate coverage. The pt also experiences overstimulation when stimulation is on. As a result, the doctor chose to explant and replace the pt's ipg. Replacing the ipg did not provide the pt with adequate coverage. Overstimulation hasn't occurred since the procedure. The next steps are unk at this time.